Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease, wear abrasion, white particles, cracked opening of valve, and a curved opening. Leak test and microscopic analysis were performed and identified a cracked opening of valve, delamination of valve, and a curved opening with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment was a curved striated opening assessed as surgical damage, delamination of diaphram flange disk assessed as adhesive failure, and a cracked opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.